Event description:
It was reported that the patient's new nurse did not know how to change their wound vacuum assisted closure (vac). The patient stated that they did not miss any medications but that green odorous drainage had increased. The patient was admitted to the hospital on (B)(6) 2022 and transferred on (B)(6) 2022 for further treatment. It was noted that the patient had a recent admission in (B)(6) 2022 for the same infection and had incision and drainage done with a wound vac on (B)(6) 2022. At that time the patient was discharged with antibiotics and a wound vac.

Manufacturer narrative:
The patient's (B)(6) 2022 admission is captured under MFR # 2916596-2022-14300. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient underwent driveline debridement on (B)(6) 2022 with wound vac application. The patient was discharged to a skilled nursing facility on (B)(6)2022 with intravenous antibiotics and vac management.